Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the implantable cardiac monitor was unable to be interrogated via bluetooth telemetry. No intervention was performed. There were no patient consequences.